Manufacturer narrative:
Device evaluation: analysis of the lead packaging indicated ¿an improper seal was observed between the tyvek lid and tray.¿

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was additionally reported that the tunneling tool came out from between the plastic tray and tyvek sheet. This was a packaging problem.

Event description:
It was reported the outer case of the octad lead was opened and the contents were found to be ¿protruding from within the container.¿ it was further reported ¿it was protruding from the container inside the guide wire and became unclean¿ and ¿the tunneling tools were also jammed in the welded areas.¿ it was stated the lead ¿could not be used because it was unclean.¿ it was further stated a new lead was used in its place. It was reported the attending physician commented it was ¿no good¿ after opening it. It was noted there were ¿no¿ health hazards to the patient. A supplemental report will be filed if additional information is received.